Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction which consisted of a rash and skin irritation under the entire sensor patch adhesive area. This occurred nine days after the sensor was inserted on the abdomen. The patient went to urgent care on (B)(6) 2023 and was prescribed an oral antibiotic (keflex 4 times per day), and a topical steroid cream (triamcinolone acetonide twice per day). At the time of contact, it was indicated that the patient was continuing to treat the area. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Initial reporter state:(B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).